Event description:
Medtronic received information about an imaging system issue identified outside of a procedure. It was reported that the gantry would not open. There was no patient involvement reported.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, aligned the rotor in the gantry. Performed invalidate home. Verified rotor motor is not slipping. Performed multiple door open / close functions without any issues. Performed system checkout. System was operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.